Manufacturer narrative:
The investigation for the reported controller failure (red alarm) issue has been completed. The product was returned, and the controller failure (red alarm) issue was confirmed. The console logs from the reported day of event are consistent with the complaint and show console seemingly detecting pump being connected, but unable to read its eeprom. As the result, the console could not be powered down, because it ¿thought¿ that the pump was still connected. Power-cycling the console did not resolve the issue. After the console was received in danvers, the issue was eventually reproduced. Considering the pump was observably not actually connected, this behavior is consistent with a known pattern failure where due to a defect of pump detection mechanism on impellatronic, pump is falsely detected. Per the results of the clinical review and investigation: the root cause was determined to be a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic), while doing an education training, the aic had an alarm prior to plugging in the catheter. There was no patient involvement.